Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined; the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The issue was determined to be an electrical issue with steris equipment that the monitor was connected to via the boom and not an issue with the monitor. The monitor will not be returned. This report is being supplemented to provide additional information provided by the customer. The following fields were updated accordingly: b5, g6, h2, h10

Event description:
The issue was found during preparation for use for a therapeutic procedure. The procedure had to move to a different operating room, with a delay of approximately 2hours. The procedure was completed with a similar device.

Manufacturer narrative:
The device was not returned to olympus for evaluation however troubleshooting was performed by the olympus technical assistance center (tac), with the customer. The customer called to report that the monitor did not turn on. Tac asked her to check if the monitor was using the alternating current cord or the direct current cord via the power adapter. She said she did not know. Tac asked her to reach out to the biomedical team and tac asked her to look to see if any loose connections with the power cord or power supply were notable. She said she would call back. The facility biomedical technician told the hospital personnel it had been determined to be an issue with the monitor. A request was made to return the monitor for repair, but it has not been received and neither has any further information. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition liquid crystal display (lcd) monitor would not turn on. The issue was found during preparation for use. There were no reports of patient harm.